Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron extension set leaked in the base of the female adapter. This was identified during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional evaluation was performed by applying water through the female connector which revealed a leak in the base of the connector. A stereoscopic check was performed which found excess solvent between tube and connector. The reported condition was verified. The cause was determined to be excess solvent. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.